Event description:
It was reported that a pt underwent a cesarean section and bilateral tubal ligation procedure in 2009. During the procedure, the needle broke and was embedded. The pt was closed up. Two days later, the pt underwent a surgical removal of the needle fragment.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted, and the batch met all finished goods release criteria.